Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter bioprosthetic valve, the valve remained in the patient but is no longer providing therapy.

Event description:
It was reported that on the same day as the implant of a transcatheter bioprosthetic valve, the valve remained in the patient but is no longer providing therapy. Additional information was received indicating that the first valve was implanted deeper than intended, so the decision was made to implant a second non-medtronic valve within the first valve. The cause of the first valve's deep implant depth was a lack of calcium on the native valve leaflets leading to the dislodge. The second valve resolved the issue. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. A pre-implant balloon dilation was not performed due to the patient having a surgical valve with aortic insufficiency. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was ventricular. Prior to valve dislodgement, the implant depth was too deep at approximately 5/6 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was at the waist of the transcatheter valve. Additional information was received that the patient's insufficient surgical valve was not manufactured by medtronic.

Manufacturer narrative:
Additional information: b5 (fourth paragraph). H6 (dcs was discarded). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter bioprosthetic valve, the valve remained in the patient but is no longer providing therapy. Additional information was received indicating that the first valve was implanted deeper than intended, so the decision was made to implant a second non-medtronic valve within the first valve. The cause of the first valve's deep implant depth was a lack of calcium on the native valve leaflets leading to the dislodge. The second valve resolved the issue. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. A pre-implant balloon dilation was not performed due to the patient having a surgical valve with aortic insufficiency. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was ventricular. Prior to valve dislodgement, the implant depth was too deep at approximately 5/6 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was at the waist of the transcatheter valve.

Manufacturer narrative:
Updated data: a4. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter bioprosthetic valve, the valve remained in the patient but is no longer providing therapy. Additional information was received indicating that the first valve was implanted deeper than intended, so the decision was made to implant a second non-medtronic valve within the first valve. The cause of the first valve's deep implant depth was a lack of calcium on the native valve leaflets leading to the dislodge. The second valve resolved the issue.